Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "display issue". This condition had the potential to interrupt delivery. This condition was found in the biomed service department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "display issue" was confirmed and reproduced by baxter service personnel. The root cause was attributed to a defective main display. This condition was corrected by replacing the main display.